Event description:
It was reported that several unity network arrhythmia alarms (crisis and/or warning level) are not generated on icentral. Bedside alarms are generated. It was also reported that the "patient disconnected" message is displayed in the patient window for all admitted patients on the icentral. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.